Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to the start of the procedure, fluid was noted in the transverse sinus without any signs of effusion. During deployment of the closure device, the physician pushed forward slightly on the device for which he slightly pulled back on the system to correct it. The device was then successfully deployed and a negative effusion sweep was performed. Release criteria was met and the device was released without incident. Another effusion sweep was performed at the end of the case which revealed a new clot in the transverse sinus as well as more fluid than the beginning of the procedure. Since the clot was in the sinus and not the heart, no intervention was performed. They watched the patient for a few minutes before another effusion sweep. This time, an effusion was seen on the stomach view. The effusion was watched; it did not increase but it descended across the septum. At this time, a pericardiocentesis was performed draining 150 cc of fluid to stabilize the patient. No change in blood pressure or heart rate. No other complications occurred. Device remains in service. Patient had a follow-up echocardiogram (B)(6) 2019, which showed an effusion was still present, but was not impairing function. No further interventions were performed after the initial pericardiocentesis. Patient has been discharged.